Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was unknown. To resolve the issue the patient was reprogrammed to avoid the out of range impedances. It was indicated that the reported information had been confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient via a rep and it was reported that the patient began seeing "settings not available" on controller on (B)(6) 2020 and stopped feeling stim around that time. The ongoing impedance issues seemed to be worsening for reasons unknown. The rep was going to reprogram patient to work around the impedance issues and or issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there were out of range impedances. The rep reported that there was a previous issue with impedances along with the patient getting out of regulation (oor). The rep reported that impedances were greater than 20 ,000 ohms on electrodes 2, 3, 4 and 12. The rep programmed around the electrodes for therapy benefit and confirmed no oors. The rep reported that previously 2, 3, and 4 were believed to be out and today electrode 12 was known to be out. Additional information was received from the rep on (B)(6) 2019. The rep reported that the doctor commented that the patient had gained 100 pounds since being implanted. The rep reported that it was unknown when the out of range/high impedances was first observed. The rep reported that the cause of the out of range/high impedances wasn¿t determined. The rep reported that they reprogrammed around the impedances. The rep reported that the issue wasn¿t resolved and they were unsure if the doctor would revise due to the patient¿s weight. No further complications were reported.